Event description:
Patient in lab for atrial fibrillation ablation with anesthesia. Post transeptal puncture patient had sudden decrease in blood pressure and ice [intracardiac echocardiography] noted possible effusion. Emergent pericardiocentesis was performed with physician and interventional cardiology, physician. Anesthesia provided hemodynamic stability. Cardiac surgery was notified, and surgery was performed in the lab by cv [cardiovascular] surgery personal, patient was transferred to a higher level of care in stable condition. During the patient was noted to drop blood pressure and develop a pericardial effusion on intra cardiac echo. The procedure was stopped and the left side farapluse sheath a withdrawn to the ivc [inferior vena cava]. Protamine was given to reverse heparin, and interventional cardiology was called to preform urgent pericardiocentesis and auto transfusion. Tte [transthoracic echocardiogram] was used to document resolution of pericardial effusion. Cardiac surgery had been called and the decision to proceed with sternotomy was made when the effusion was noted to recur. A median sternotomy was made, and the mediastinal blood evacuated, and traumatic tear identified in left atrial appendage and a side biting clamp was used to obtain vascular control. Then the patient was heparinized and cannulated via ascending aorta and right atrium, the left atrial appendage was repaired with 4-0 prolene sutures on cpb [cardiopulmonary bypass] and a 45 mm clip applied to base of left atrial appendage. The heart was deaired and weaned off cpb without difficulty. The tee revealed similar biventricular function compared to preoperatively. Pt was decannulated heparin reversed with protamine, chest tubes pacing placed and closed with stryker sternal plating. There were no immediate complications, and patient was transferred to the ICU in stable condition. No harm to patient.